Event description:
Patient stated out of the same box she had 2 vgo's fall off and then 4 of them the adhesive pad became loose. All of the vgo's were applied on her abdomen and each time the vgo came completely off, the vgo was on for about 5 hours. Patient stated also each time, she was outside and the weather was hot. Patient confirmed she is cleaning the site.